Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 546 mg/dl. The customer stated that prior to the event, she had been receiving no delivery alarms when she inserted the infusion set. The customer also stated that she used a silhouette infusion set and that she last changed her infusion set the day before the event. Programming was correct. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.